Event description:
Clinical report states that, at a followup visit 31 days after primary tha, a femoral shaft fracture extending past the distal tip of the stem was noted on a lateral xray view of the femur. Patient was told to remain 50% weight-bearing for 1 month and then advance to weight-bearing as tolerated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Clinical report states that, at a follow up visit 31 days after primary tha, a femoral shaft fracture extending past the distal tip of the stem was noted on a lateral x-ray view of the femur. Patient was told to remain 50% weight bearing for 1 month and then advance to weight bearing as tolerated. Doi: unknown dor: not revised (hip). The device associated with this report was not returned and is presumed yet implanted. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Not returned.